Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a procedure with the rosch-uchida transjugular liver access set, the physician found that the directional mark was no longer fixed and was turning with the needle, which made the procedure ¿not secure¿ and required additional time and x-ray exposure. There were no injuries or additional procedures reported.